Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer estimated that the blood glucose reading was 180 mg/dl. The customer stated that he did have as many no delivery alarms on his previous insulin pump. He stated that the issue may have been related to scar tissue, so he advised that he was now inserting into areas that had not been used. He declined troubleshooting for the issue, noting that the alarm was not occurring at the time of the call. Advised the customer to monitor the device. Nothing further reported.